Event description:
Customer's mother reported that her daughter had rec'd readings of 59 mg/dl and 110 mg/dl on their freestyle flash blood glucose monitor within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid fell into the "b" zone showing the difference in values to not be clinically significant. However, the customer's mother did report that the customer began to feel sick and lightheaded after they dosed with insulin based on results obtained on their meter. A school nurse administered candy in order to stabilize blood glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.